Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. On the second firing, the staple was unable to fire. The surgeon was not able to squeeze the handle. To complete the procedure, another loading unit was used. No patient injury or extension in surgical time. Patient status is alive, no injury.